Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was blood leakage at the septum. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that blood leakage at septum. There is few blood on the safety shield. The amount of blood leakage is 1-2 drops, which is confirmed with sales on phone.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8302705. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were submitted for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Based on the one to two drops described in the event description our engineers are speculating that this issue may be related to speed of retraction, as the septum may be inhibited from closing by an obstructive cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was blood leakage at the septum. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that blood leakage at septum. There is few blood on the safety shield. The amount of blood leakage is 1-2 drops, which is confirmed with sales on phone.